Manufacturer narrative:
The subject product was discarded and not returned for evaluation. As reported, the user placed their finger directly over the area where the fastener was deployed. The IFU for the optifix fixation device precautions: counter pressure should be applied on the target area. Avoid placing hand/finger directly over the area where fastener is being deployed to prevent injury. Based on the information provided, the user did not follow the recommended instructions which caused the reported problem. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Medwatch (B)(4). Discarded by user facility.

Event description:
As reported per medwatch report # (B)(4): it was reported that a doctor was performing a robotic/laparoscopic ventral hernia repair with mesh and securing the mesh with a bard optifix absorbable fixation system. This tacking device secures the mesh with an absorbable tack. The manufacturing guidelines say to place counter pressure on the area that is being tacked while firing the handpiece. Doctor was following these guidelines when he was pierced by a tacker through the patient's skin. This tacker went through both of his gloves and pierced his skin causing him to bleed. Doctor changed his gloves and used a sterile towel as a barrier for the remainder of the tacks. It was indicated that the issue was an isolated event. No history of this type of event occurring was located and it was believed to be mostly technique related. The patient was of an advanced age of (B)(6) and may have had a very thin abdominal wall. Patient's clinical history was not available per patient privacy. There was no patient injury as a result of this event.